Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support at (B)(6).

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, pump was submerged in pool water. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110-115 mg/dl.